Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges visualization of particles in device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported incorrect information in previous report. The following correction has been updated in this report. Box b: describe event or problem was corrected. The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of device is will not turn on. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service centre and observed the pca burn, iso port, blower box, outlet seal, heater plate bottom enclosure contaminated, scratched display. The customer complaint was reproduced. There was six errors has been identified. The device was scrapped. Box h: device problem code, evaluation results code, component code grid and conclusion code grid, remedial action init, recall (z) number was corrected in this report.